Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2020. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after inflating the pta balloon for treatment of an a/v graft, the catheter was allegedly difficult to remove from the 7f introducer sheath and allegedly kinked during removal. The balloon was able to be removed from the sheath and the procedure was concluded. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. Visual inspection identified a bend in the catheter near the distal end. During functional test the bend prevented the guidewire from fully advancing through the catheter and no further testing was able to be performed. Therefore, the investigation is confirmed for bend and inconclusive for retraction issues as functional test was not viable. It is unknown how the catheter became bent, however it is likely the bend caused the retraction issue. However, the definitive root cause for the reported retraction and bend could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that after inflating the pta balloon for treatment of an a/v graft, the catheter was allegedly difficult to remove from the 7f introducer sheath and allegedly kinked during removal. The balloon was able to be removed from the sheath and the procedure was concluded. There was no reported patient injury.